Event description:
During hourly iabp checks, small flecks of blood were noted in helium line and helium pressure alarm sounded. Balloon not inflating. Blood then noted in sheath. Cticu team was brought to bedside immediately and iabp discontinued emergently at bedside by physician dr (B)(6) and manual pressure held for 30 mins until hemostasis achieved. Pt supported with oxygen, dobutamine and nicardipine as ordered. After removal, iabp was found to have rupture in membrane.